Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, it was noticed that the tip coating was peeling off when the device was taken out of package. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Upon opening of the box in 2007, it was observed that a piece of jaw boot insulation broke off, this is a reportable malfunction.

Manufacturer narrative:
Investigation details: it was observed that a portion of the cold jaw boot was peeling off from jaw and did not form a complete assembly; complaint for coating of the tip was peeling off is confirmed. The cold jaw boot portion that was still adhering to curved metal jaw shows that adhesive is present on the jaw at time of assembly. A detailed visual inspection of peeled boot shows sharp edges on portion that is still attached to curved metal jaw. The sharp edges on remaining cold jaw boot indicates that the boot was possibly torn away from metal jaw. A lhr review was completed for the product, there was no nonconformance associated with the lot number.